Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be over infusing outside the amounts that mmdg considers non-reportable. The pump appears to have been serviced by a third party servicer, where the volumetric accuracy testing was done incorrectly. The pump was repaired and will be returned to the user facility.

Event description:
The initial reporter stated that the pump infusion ended before it should have and the 10ml overfill in the medication bag was also infused. There was no indication that there was any adverse effect on the patient. (B)(4).